Event description:
Customer alleged when transferring into the chair, the cross brace broke. Replaced both pivot links and crossbraces. Minor injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 2 years 9 months old. The owner's manual part number 1110550 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the consumer was transferring into the trsx5 wheelchair the cross brace allegedly broke causing her to fall to the floor. The consumer allegedly hit her tailbone, was sore, but no medical intervention was sought. The dealer replaced both pivot links and both cross braces.